Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips closed at the end but not in the middle therefore they would spin on the tissue. Another device was used to complete the case. There was no consequence to the pt.